Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported scope image was lost mid case. The customer advised doctor was attempting scope with a second cart and there was no scope image present on the second cart. Tac recommended to contact to attempt a second scope to proceed with case. The customer called back has a gif-h190, serial number 2164847. Tac instructed customer to power off cv-190/clv-190 and clean connectors on the scope with an alcohol prep pad and allow too dry completely; plug scope back in; power on cv-190/clv-190, no longer has error. Tac informed customer the issue may have been with one particular scope and by not powering off cv-190/clv-190 when connecting or removing the scope the error will across scopes until powered off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that, in the middle of a unknown procedure, a b30 (scope communication error) occurred and the image was lost on multiple scopes and on two different towers when connecting to the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon, ¿b30 error¿, occurred because a failure occurred in the communication with a scope due to a foreign material or moisture adhered to the electrical contacts. According to the descriptions from the customer, they turned off the power of cv-190/clv-190 and cleaned the electrical contacts of clv-190 and the scope connector with alcohol during troubleshooting. When they turned on the power, this phenomenon was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the service manual, b30 error indicates scope communication error, and it is a message that is displayed when the device fails to load scope ID data to hardware (registry error occurs). It mainly occurs when a foreign material or moisture adheres to the electrical contacts. Olympus will continue to monitor field performance for this device.